Event description:
Reporter alleged there is a discrepancy between values in the blood glucose monitoring device memory and the readings she has written down. Reporter stated writing down all of her readings however there are 2 readings of 154 & 142 mg/dl that she did not take. Reporter indicated not removing batteries since she received the meter and the time and date have changed on its own without her making the changes. There was no report of treatment or actions taken associated with the alleged event. A request was made for the return of the suspect device and replacement product was sent.